Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 24may2019. The manufacturer¿s international service technician confirmed the reported issue and reset the blower motor connection to address the reported problem.

Event description:
The customer reported error air valve liftoff failure. There was no patient involvement.